Manufacturer narrative:
The navio long attachment intended for use in treatment was returned for evaluation. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The evaluation followed the long attachment performance verification. The reported problem was not confirmed. The long attachment extends and retracts with no issues or material flacking off. A review of manufacturing records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints associated with the part with the failure modes "material fragmentation" and "damaged or broken component", "functional - loose", "doesn't fit", "shedding, flaking" identified similar events. A relationship between the reported event and the device could not be established as there was no damage or problem found with the device during the visual and functional inspection. Although the reported problem was not confirmed, no reasonable contributing factors could be identified based on the received complaint information and investigation results. No containment or corrective actions are recommended at this time. Our reference number: (B)(4).

Event description:
It was reported that when running the handpiece test during the set-up for a navio lab, it sounded like there was metal on metal rubbing while the drill was moving in and out of the handpiece, and there were metal shavings coming from where the long attachment comes from the silver tip on the handpiece. These were older devices and they could not determine which was bent, so they pulled both to ensure the next cases don't have an issue. The long attachment has wear from rubbing on the handpiece over time. They swapped out and progressed with the lab. No patient was involved. No other complications were reported.